Event description:
It was reported that an adhesion issue occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, he experienced an issue with the sensor adhesion after which they experienced a hyperglycemic event. At an unknown point during the night, when the patient was sleeping, the wearable came off. It was unknown what the cgm reading was before the sensor came off, but the readings would not have been high. The patient was not alerted for the sensor coming off but also stated that they did not have their phone with them. There was no information on if the patient took any blood glucose readings, but it was reported that on the same day as the sensor came off, the patient ate 2 sandwiches before swimming. After swimming, at around 3:30 pm, the patient experienced feeling dizzy and fell down the stairs. A member of the staff called the emergencies and when a fingerstick was taken the blood glucose reading was over 500 mg/dl. The patient was brought to the hospital and was treated with insulin injection and received stitches to their fingers. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. A review of performance data did not find an interruption in the patient's sensor session indicative of a sensor detachment at any point on the alleged date of incident, (B)(6) 2026. The investigation did find, however, that the patient's estimated glucose values ranged from 222 mg/dl to 391 mg/dl between the hours of 3:00 pm and 4:30 pm on the alleged incident date (and no reading higher than 391 mg/dl was observed at any other point on (B)(6) 2026). This egv range, in contrast to the reported blood glucose value during that time, which reportedly read over 500 mg/dl, suggests that inaccurate estimated glucose values may have contributed to the reported hyperglycemic event. The patient reportedly not having his phone with him at the time of the incident also may have contributed to the hyperglycemic event, although data does not suggest this was the case -- the app delivered two audible high alerts at approximately 3:00 pm and 3:30 pm which were immediately acknowledged by the user. The reported complaint is undetermined. The probable cause could not be determined via data. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.